Event description:
Olympus was informed that during an unspecified procedure, the device experienced a power surge, where the voltage increased from 10 watts to 120 watts, during the removal of polyp. However, the intended procedure was completed with the same device. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info via telephone and in writing, and was provided limited info regarding the reported event.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device eval did not confirm the reported phenomenon. The device was inspected and tested for over an hour, and the output power from the bipolar and monopolar settings were within normal standards. The unit communicated with the afu-100, and passed all functional and electrical safety tests. The exact cause of the user's experience could not be conclusively determined.